Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to the device coming into contact with another device during use and/or misuse/mishandling, due in damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/02/2025, a sales representative reported via (B)(4) that an abs-10062t angel® cprp system with aspiration kit (w/ acd-a) had a hole in the tubing. There was no case involvement. Additional information was provided on 09/05/2025, where it was reported that this issue was discovered during the case when blood wouldn¿t advance. Additional information was provided on (B)(6) 2025, where it was reported that this event occurred during a bone marrow harvest case- rotator cuff where a new kit was used to complete the case. Additional information was provided on (B)(6) 2025, where it was reported that this event occurred during a rotator cuff repair surgery.